Manufacturer narrative:
The reported event of a bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder (aco) was selected for implant using a 9f amplatzer torqvue delivery system. However, the left disc of the aco appeared wavy while the right disc of the aco appeared deformed in a bulbous shape on the transesophageal echocardiogram (tee) while deployed in the defect. The aco did not restore to the original configuration. A new 25mm aco was successfully implanted using a new 9f amplatzer delivery system. There is no malfunction allegation on the delivery system. There was no consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder (aco) was selected for implant using a 9f amplatzer torqvue delivery system. However, the left disc of the aco appeared wavy while the right disc of the aco appeared deformed in a bulbous shape on the transesophageal echocardiogram (tee) while deployed in the defect. The aco did not restore to the original configuration. A new 25mm aco was successfully implanted using a new 9f amplatzer delivery system. There is no malfunction allegation on the delivery system. There was no consequences to the patient.